Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash on her right side and back from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician told the patient to let the skin breathe and use bacitracin ointment. Follow up indicated that the patient's irritation was still present, and she was following the physician's recommendations.